Event description:
The distributor reported that the end user has had the sensor for 2 days and the sensor is not alerting the alarm when the patient has gotten up. The sensor was tested with another alarm and the same thing happened. The customer claims that the sensor has not been folded or rolled. There was no patient injury reported.

Manufacturer narrative:
(B) (4). Evaluation of the returned product shows that the sensor pad does alert the alarm when pressure is released from it. There is no visual damage to the product. (B) (4).